Event description:
Co received information from co's italian office that a female consumer experienced "scleral ischaemia" after using non-animal catalase neutralizing tablets (nact). Patient was reportedly hospitalized. Co did not receive information regarding medical treatment. Patient recovered. Co is attempting to obtain further information from the patient and healthcare practitioner regarding the event.